Event description:
Pt was revised due to the position of the cup causing dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it had been completed.